Event description:
The customer reported that they spiked the ac bag on the saline side and noticed it immediately and removed the spike. The donor information is not available since no donor was connected at the time of the event. The technician confirmed there was no donor connected at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 and corrected information in a.1, b.5, d2.a, d.4, h.5 and h.8. Investigation: a terumo bct technician checked out the device and determined the dual valve positions were working properly in hardware tab. Dual valve cca autotest passed. Multifunction and fluid tests passed. The customer stated, ¿this device was taken out of service prior to any donors/patients being put onto the device. The separation set as well as other softgoods utilized were discarded and the device removed from service to be cleaned and assessed to ensure that there was no ac in the pumps. There were no defects noted to the separation set and it was a technician error.¿ the customer also stated, ¿the donor floor staff identified it as soon as they half-way spiked the bag. They inadvertently pulled the spike out of the ac bag instead of heat sealing the separation line.¿ the device serial number history report indicates no further related issues have been reported for this device. The customer history report indicates no further related issues have been reported for this customer. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. One year of service history was reviewed for this device with no further issues related to the reported condition identified the run data file (rdf) was analyzed for this event. The filed shows that the device entered the "loaded" state indicating that the disposables were loaded into the device. During this state the device was power cycled. The device never entered the fluid priming state or any of the states thereafter including all states in which a donor would be connected. The rika plasma donation system operator¿s manual (version 2.2) provides clear, detailed instructions on connection of ac and saline bags to the separation set. Root cause: a root cause assessment was performed for the potential ac over infusion of this complaint. The root cause was determined to be due to an operator error where the ac bag was incorrectly spiked using the saline spike. A root cause assessment was performed for the ac leak of this complaint. The root cause was determined to be due to the operator spiking error.

Manufacturer narrative:
Investigation: a terumo bct technician checked out the device and determined the dual valve positions were working properly in hardware tab. Dual valve cca autotest passed. Multifunction and fluid tests passed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they spiked the ac bag on the saline side and noticed it immediately and removed the spike. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct technician checked out the device and determined the dual valve positions were working properly in hardware tab. Dual valve cca autotest passed. Multifunction and fluid tests passed. The device serial number history report indicates no further related issues have been reported for this device. The customer history report indicates no further related issues have been reported for this customer. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. One year of service history was reviewed for this device with no further issues related to the reported condition identified the run data file (rdf) was analyzed for this event. The filed shows that the device entered the "loaded" state indicating that the disposables were loaded into the device. During this state the device was power cycled. The device never entered the fluid priming state or any of the states thereafter including all states in which a donor would be connected. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they spiked the ac bag on the saline side and noticed it immediately and removed the spike. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.